Event description:
The device was returned for valve 6 actuation failures. During the pump start up, the pneumatics were heard making an abnormal sound before the pump alarmed. The unit was reverted to manufacturing mode and failed pneumatic hardware testing consistent with an actuation failure of valve 6. No additional damage was identified internally.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ""service issue" on the note biomed work order." Patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.